Manufacturer narrative:
Date product received: product was not available for return. Device identification: where product was not returned the device could not be identified other than what is listed in the complaint. Device history record review: the device history record for this manufacture lot was reviewed. There were no non-conformances listed in the record. Sample needles were fatigue tested from this manufacture lot and show with 95% confidence that 99.85% of the lot will pass a minimum of 24 cycles. Visual inspection: where the product was not returned a visual inspection was not performed. Functional inspection: where the product was not returned a functional inspection was not performed. Root cause(s): where the product was not returned, an exact root cause could not be confirmed. It is possible the needle came in contact with bone or was being passed through thicker tissue which may have contributed to the breakage. The information provided with the complaint is minimal and does not identify a root cause. Additional information was requested multiple times but more information was not received. This is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends.

Event description:
The surgeon reported that the he had been using a champion suture passer needle and after the procedure he noticed that the tip was missing. It is not clear at which point the tip broke off the device and whether it had a fallen into the patient. The surgeon did not see the tip breakage on arthroscopy when the suture passer fired. The surgeon believes that if the tip was in the patient it may have been flushed out. No other interventions or imaging were undertaken to establish if the tip was in the joint space. Country of event: (B)(6).